Event description:
It was reported that "patient developed a pelvic hematoma after urolift procedure and needed blood transfusions". Additional information received states that the patient's condition is "alive".

Manufacturer narrative:
(B)(4).